Manufacturer narrative:
Patient age and gender reported on user facility medwatch report. Only product for updated catalog number is hwc. Corrected catalog number reported on user facility medwatch report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). The only information contained in this report is correction or additional information.

Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device broke intra-operatively and was not fully implanted or explanted. Per facility, the complainant part is not expected to be returned for evaluation. A portion of the broken device remains in the patient. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of a 3.0mm cannulated screw broke as it was being inserted during an open reduction and internal fixation (orif) procedure of the distal humerus on (B)(6) 2016. The surgeon thinks that the screw came in contact with the bone when it broke. There was a three (3) minute delay as the surgeon attempted to back the broken screw out. However, the decision was made to leave the screw in situ. The procedure was completed. The patient¿s post-operative status was reported as ¿fine.¿ this report is 1 of 1 for (B)(4).